Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of the lung, when the jaws were released on the second firing, the surgeon found that there was fragment of the yellow tab adhering to the knife groove on the anvil side. They searched if there was other fragment inside the thoracic cavity and found nothing. The fragment which was found could not come out after the cartridge was cleaned. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the shipping wedge. A fragment of the shipping wedge was returned. The reload was fully fired and functioned as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the reload is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of the lung during a lung resection, when the jaws were released on the second firing, the surgeon found that there was fragment of the yellow tab adhering to the knife groove on the anvil side. They searched if there was other fragment inside the thoracic cavity and found nothing. The fragment which was found could not come out after the cartridge was cleaned. The yellow tab of both first and second reload were collected and the sales representative found that the yellow tabs had been deformed or damaged. There was no patient injury.